Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was failing to open and could not be recovered. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height main drawer 5 was not detected. A field service engineer (fse) removed the back panel, and the drawer controller board light was off. The device was shut down, connections were reseated, and the drawer lights returned. The fse noticed that when the device was shut down, solenoid seemed likely to short out. The solenoid connection was disconnected because it caused the drawer to fail and pyxis did not detect drawers, and rebooting did not fix the issue. The drawer controller was replaced, logged into hardware test application (hta), and the drawer was tested multiple times to resolve the issue. The system functioned as intended after the field service engineer repaired the device.